Event description:
It was reported that the patient presented in emergency room due to diaphragmatic stimulation. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) had gone into backup operation as magnetic resonance imaging (MRI) was performed prior to putting the ICD into MRI mode. High voltage therapy was not active at the time of backup operation. A reset was performed, and the ICD was restored. Patient condition was stable.